Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm during an infusion set change. Customer's blood glucose was 192 mg/dl. Troubleshooting found the customer's drive support cap appeared to be normal. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.

Manufacturer narrative:
The pump was received with an alarm during the prime test due to a faulty force sensor. Unable to perform the rewind, basic occlusion, occlusion, prime, or excessive no delivery test due to the alarm. The pump also had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked belt clip slot and a broken reservoir tube lip.